Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient admitted emergently due to a ruptured aneurysm; the physician initially implanted a bifurcated stent, infrarenal aortic extension, suprarenal aortic extension, and a limb extension on (B)(6) 2016. A follow up CT on (B)(6) 2016 showed a potential type 1b endoleak. Physician elected to implant an additional limb extension to seal the endoleak. The patient is in stable condition.

Manufacturer narrative:
Clinical evaluation was done and a distal endoleak was not confirmed, however an endoleak iiib, thrombus and occlusion was confirmed. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. Devices remain implanted in the patient. Potential contributing factors to the reported event include: large diameter of the ssm of the mb 3 days post implant might have indicated aggressive ballooning, which might have compromised the integrity of the stent, and might have contributed to the suture line el3b of the limb and bifurcated. Cautionary use (revision of stent) might have contributed to the thrombus/occlusion of the left hypogastric stent.